Event description:
During a stenting treatment procedure, the wallstent endoprosthesis could not be fully deployed. The pt was asymptomatic during this event. The lesion being treated was a mildly calcified, 70% stenotic lesion in the superior vena cava. The physician used a 12 fr introducer sheath for vascular access, and a .035" guide wire to cross the lesion. Upon deployment of the stent, it appeared that the stent struts were wrapped around themselves, and the stent would not fully expand. The wallstent was easily retrieved from the pt, and a cordis palmaz stent was used to successfully complete the procedure. No pt injuries or complications were reported.